Event description:
The device result was 382 mg/dl compared to the doctor's meter of 165 mg/dl. No treatment was provided. The device was also missing the nose cover. The device was replaced and requested to be returned for evaluation.